Event description:
Rptr has the following problems: lesions on cheek, nose and ears, infections, colds, stomach pain, bronchitis, sinusitis, copd, insomnia, lower chest wall pain, dizziness, nerve problems, generalized anxiety disorder, weakness and pain in legs and feet, arthritis-like symptoms in wrist, muscle fatigue in calf muscles, breast tenderness, fatigue, hair loss, weight loss, incorrect size of implants, implant migration and suspect leaking.